Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in greece. On 10-may-2024 ,the patient experienced an issue with the infusion set tubing detaching. The detachment occurred at the tubing connector, and the infusion set had been in use for 1 day. No further information available.